Manufacturer narrative:
Batch review performed on 12-aug-2024: lot 2307467: (B)(4) items manufactured and released on 06-jul-2023. Expiration date: 2028-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 12-aug-2024: gmk-sphere 02.12.e0412fl tibial insert fixed sphere flex size 4/12 mm l e-cross (k202022) lot 2307920: (B)(4) items manufactured and released on 15-may-2023. Expiration date: 2028-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 (k090988) lot 2216379: (B)(4) items manufactured and released on 08-nov-2022. Expiration date: 2027-10-26. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 10 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all the components and implanted an antibiotic spacer. The surgery was completed successfully.